Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
The user lost the hearing perception with the device suddenly after hearing a bang while listening to music while wearing headphones. After this event, in mid-november, the user was not able to hear any sound.the user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user_s hearing performance with the device was affected. The user was reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In (B)(6) 2022, the user reported she could not hear any sound. After two weeks observation, there was no improvement in the measurements even with pressure over the coil. Re-implantation is considered.

Manufacturer narrative:
Conclusion: according to the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Explantation surgery is considered for spring 2023. This is a final report.

Event description:
The user lost the hearing perception with the device suddenly after hearing a bang while listening to music while wearing headphones. After this event, in mid (B)(6), the user was not able to hear any sound.